Event description:
The customer reported that the device would not discharge during a patient event. The involved patient died, but the customer reported the device did not play a role in the patient's outcome. The customer expressed that this issue could have resulted from a user error where the sync button was activated. The device was being used to treat a patient in vf. The users attempted to shock the patient 3 times without success. The event summary was reviewed by the customer and it showed that the sync button was activated when the 3 shocks were attempted. The device has passed the daily shift checks. Another defibrillator was available for use.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted after philips obtains more information about this event.